Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified, however the occlusion could not be evaluated as no used cartridges were returned with the device.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction occurred. The customer's blood glucose level was 419 mg/dl. The customer administered a manual injection. Additionally, it was reported that the customer received an occlusion alarm. The customer cleared the alarm and resumed insulin delivery. The customer declined to provide any additional details regarding the occlusion alarm. Reportedly, the customer has manual injections and an alternate pump available as alternate insulin therapy.